Manufacturer narrative:
During investigation testing, the reported high left arterial pressure (lap) values were reproduced. The root cause was determined to be a malfunction of the piston cylinder assembly (pca). Syncardia has a corrective and preventive action (CAPA) to investigate this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver is being evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver could not maintain the proper normotensive pressure values on the patient simulator.